Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The defib connections were reseated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.